Manufacturer narrative:
On (B)(6) 2020, abaxis received a call from customer lab getting 430b error - spindle motor stuck on their piccolo xpress analyzer serial number (B)(4). Lab also reported they heard a crunching sound and smelled smoke from the unit. No fire or injury was reported. Abaxis technical support sent a loaner unit to customer and asked customer to return instrument to abaxis for service. Returned analyzer has been received by abaxis and investigation into the returned analyzer is underway.

Event description:
430 b error - spindle motor stuck-smoking.

Manufacturer narrative:
Investigation into the returned analyzer revealed small pieces of rotor plastic in the chamber. The rotor may have cracked inadvertently when the spindle motor started to spin. The rotor was most likely rubbing inside the chamber causing the smoke. Chamber was cleaned of plastic debris. The analyzer was then fully cleaned and was added to abaxis' loaner pool upon passing post evaluation testing. A loaner unit already previously sent to customer was permanently converted into a replacement. No additional issues were received from customer.